Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited diaphragmatic stimulation. Device interrogation and x-ray were performed and revealed that this rv lead was dislodged. Furthermore, patient's manipulation of device was also suspected but was not confirmed. This rv lead was repositioned successfully and still remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.